Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwet3-t6 that is sold in the united states under (PMA/510(k) # (cnwet3-t6).¿ the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after proceeding to remove the cataract in the patient the intraocular lens was loaded without any incident. However, once implanted in the capsular bag a marked line could be observed in the middle of the lens optics. Additional information was received, the lens remained implanted and there was no patient harm.

Manufacturer narrative:
Only photo was returned. The reported complaint was observed on the returned photo. Returned photo 1 shows an implanted iol (intra ocular lens). There appears to be a line/mark/scratch on the optic. Based on our observation of the photo, there appears to be a mark/line on the iol optic. The origin of the observed mark/line cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. The manufacturer internal reference number is: (B)(4).